Event description:
An emergency department nurse reported, "the rubber thing that covers the needle in the vacutainer came off and got stuck in the rubber top to the blood cultures then blood went everywhere". There was no report of pt or user harm and no report of medical intervention required. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Customer stated that the product will not be returned because it is unavailable. Unable to determine the root cause of the reported problem.